Event description:
The customer reported the unit does not recognize the 50 ohm test load or therapy cable.

Manufacturer narrative:
The customer reported the unit does not recognize the 50 ohm test load or therapy cable. The unit was evaluated at philips, and the reported failure was duplicated. The issue was resolved by replacing the power pca.